Event description:
It was reported that the egm and the marker channel do not line up correctly in the stored atrial high rate episode. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).